Event description:
Rptr states both implants have ruptured and are sagging. She has numbness and tingling in arms and legs and burning. She is constantly tired and has no use of hands and arms after sleeping for approx 2 hours, and no strength in her arms. According to 7/11/95 dr's note: "pt came in today with various types of complaints - weakness, primarily arms and legs, with shortness of breath, dyspnea on mild exertion, with complaints of severe weakness. She had weakness in both upper and lower extremities with any type of activity. She was unable to do any normal activity such as walking, doing her normal housework without weakness in her muscles and her legs as well as her upper extremities. She had decreased the amount of activity she had been able to do of late secondary to this weakness. In addition, she had some joint pain and discomfort, primarily in her elbows, arms and knees. She is having some numbness in her feet, also. Past history: she has a past medical history of breast implants in 1978. She said at that time she was diagnosed as having carcinoma of the breast. She had rather large breasts at that time and had breast surgery with implants put in place at that time. She said she did well with this until the last 2-3 years when she developed progressive weakness. She has a history of no serious medical problems, no diseases, accidents, illnesses or injuries. No major surgeries other than the implants. She is on no regular medications. Family history: negative for connective tissue disorders. Negative for auto-immune diseases also. Negative for heart disease, lung disease. She is unable to work. Secondary to the weakness she has, she has been having pain in her breasts. She describes the pain in her right breast. The right breast became erythematous, red, exquisitively tender several months ago. She has had tenderness and pain. She has noticed both breasts have begun to sag. In addition, she noticed splotches in the skin of her chest and breast area. She denies any gastrointestinal complaints. She feels generalized weakness. She has discharge from the right nipple. Breasts were extremely tender. She complained of tenderness in the muscles of both the upper and lower extremities with weakness in the legs. She had some decrease in strength. Mammogram: very abnormal. Very suspicious of having a leakage of her breast-implanted tissue. (*)